Event description:
It was reported that during unpacking a small black crumb was seen inside the inner package. The decision was made not to use the product. A new same size promus was used to complete the procedure. During return device analysis, a soft tip separation was observed. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned promus stent delivery system (sds) found no blood or contrast visible. The stent was stationary on the tightly folded balloon between the markers with no damage noted. There was a separate package returned with the sds. There was no crumb returned in the package as reported. Instead, the soft tip was separated at the distal seal and returned in the package. The material was jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, it is likely that the separated tip was what was meant to be reported as the foreign material in the packaging. Factors that can contribute to tip detachment include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. To help ensure this is not the result of a product deficiency, all products are subject to a 100% visual inspection for tip damage, including the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force. In this case, it is possible the tip was inadvertently handled during unpacking of the device; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the report. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the tip detachment could not be determined.